Manufacturer narrative:
One advisor hd grid mapping catheter was received for evaluation. The device was returned due to insertion difficulty. Spline c was stretched and corrugated. In addition, electrode 10 was displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty and subsequence displaced electrode and exposed wiring is consistent with damage during use.

Event description:
Related manufacturing reference: 3005334138-2019-00183. This report is to advise of an event observed during analysis confirming a displaced electrode and exposed internal wiring.